Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, leading to a blood glucose level of 40 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Control-iq remained on, and technical support educated the caller about the control-iq technology, emphasizing that it predicts glucose values based on cgm readings to adjust insulin delivery. The caller acknowledged the explanation but did not confirm that the system was functioning as intended, noting that the tdi and weight were not programmed correctly.